Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Went to impact the tibial trial and item 160177 broke in half. Case type: pka.

Manufacturer narrative:
An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the reported lot. Pr relates to damage. Conclusion: the exact cause of the event could not be determined because insufficient information was provided.  Additional information including operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Went to impact the tibial trial and item 160177 broke in half. Case type: pka.